Event description:
It was reported that the patient underwent an initial comprehensive reverse shoulder arthroplasty approximately three (3) years and five (5) and a half months ago. Subsequently, the patient underwent a revision surgery approximately a month ago due to pain. No further information is available.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 118000, 25mm versa-dial taper adaptor; lot#: 676390 item#: 110031399, mini tray std cocr +0 offset; lot#: 64783993 item#: 110031424, cr vivacit-e 36mm brng std; lot#: 64653575 g2: foreign: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. D10: medical products: item#: 010000589, comp rvrs 25mm bsplt ha+adptr; lot#: 676390. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. H6: component codes: mechanical (g04) head. Visual examination of the returned product/provided pictures identified the lot number of the glenopshere. The taper adapter is connected to a glenopshere. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.